Event description:
Arterial line established. At the time of guide wire removal, it frayed and broke in patient's arm.====================== health professional's impression======================guidewire unraveled, unsure why.